Event description:
It was reported that two instances of anti-tachycardia pacing (atp) was delivered, accelerating the patient's arrhythmia. Subsequently, six shocks were delivered, but the arrhythmia was not converted and therapy was exhausted. It was noted that therapy may have been inappropriate. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that two instances of anti-tachycardia pacing (atp) was delivered, accelerating the patient's arrhythmia. Subsequently, six shocks were delivered, but the arrhythmia was not converted and therapy was exhausted. It was noted that therapy may have been inappropriate. The device and leads remain in service. No adverse patient effects were reported.